Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a new implant on (B)(6) 2019 and on the day prior to the report, the rep met with the patient to try to program stim coverage in their arm¿s, but the patient felt no stim. An x-ray was performed, and it was discovered that the lead had migrated down to the buttocks and was subcutaneous. The doctor decided to perform a lead revision. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.